Manufacturer narrative:
Additional devices listed in this report: cat # unknown, lot # unknown, description: unknown accolade tmzf femoral stem. Cat # unknown, lot # unknown, description: unknown ceramic femoral head 28 m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the re-revision of patient 2 for infection (group g streptococcus), 7 months after implantation. The procedure was reported to be a 2 stage revision.

Manufacturer narrative:
Based on an evaluation of the identified group g streptococcus causative agent performed by the microbiology team lead, stryker (B)(4) has concluded that based on the data reviewed, it is not possible that the causative agent of this post-operative infection was introduced to the surgical site on the medical device implants. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the re-revision of patient 2 for infection (group g streptococcus), 7 months after implantation. The procedure was reported to be a 2 stage revision.